Event description:
Additional information received indicated that the atrial lead exhibited high capture threshold and reduced p-wave amplitude variation. The dislodgement was confirmed via diagnostic imaging.

Manufacturer narrative:
Correction: section b6.

Event description:
It was reported that the patient presented in the clinic. It was noted that the atrial lead had microdislodgement. The atrial lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.